Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012; 5076-58 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had a suspected lead fracture with oversensing, high atrial impedances, and almost loss of capture. The right atrial (ra) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.